Event description:
Hi, I hope you can help me. I'm on medicare and diabetic and have a freestyle libre 2 glucose monitor. This thing is junk and I've contacted abbott numerous times. I'm on the third one as of this morning. I want to get rid of it and switch to a dexcom g6 but I hear medicare will only pay for a new one every 5 years. I just started the third libre 2 this morning and I got a low glucose alarm. The meter said I was at 67. I knew this could not be true so I checked with a finger prick and my meter said 255. This is insane!!! The last 2 libre 2's were constantly spitting out error messages to the point they were running their own battery down from all the errors. This new one is not reading my blood glucose correctly. Abbott seems unable to get me one that works correctly and I don't want to mess with this thing anymore. Can medicare go after them for this junk and how can I get a dexcom g6 ? Thank you. FDA safety report ID# (B)(4).

Event description:
Additional information received for report mw111916 on 09/29/2022 for procode qlg.